Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging that the pump had constant vibration and the buttons would not move past the verify screen. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09-feb-2018 with the following findings: during investigation, the pump powered on with audible and vibratory alarms functioning properly. The complaint of a vibration issue was not duplicated during investigation. Unrelated to the original complaint, moisture was observed under the display lens. A leak test revealed a case seal leak. The pump was opened and moisture was observed on all internal components. The complaint of a vibration issue was not duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.